Manufacturer narrative:
The reported issue of dim segments was confirmed on 13 out of 15 returned display boards. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 13 out of 15 returned display boards exhibited dim segments. One board could not be tested due to channel 211.2000 displaying once the cad pcu was powered on. One other board was observed with no dim segments. Channel 211.2000 indicates a keypad processor communication error. The exact root cause was not identified,however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. Review of the sn (B)(6) service history record showed the device had a manufacture date of 02/01/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/23/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only lvp display board assemblies were returned for investigation.

Event description:
It was reported that there were dim segments on 15 large volume pump display boards. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were dim display segments on 15 large volume pump (lvp) display boards. No additional information was provided.